Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with increasing pacing lead impedance all other measurements are stable and in range. Reproducing the noise in clinic with pocket manipulations and isometrics, evaluating capture and sensing was suggested. Performing fluoroscopy on the competitors lead was suggested. Dft and further actions will be discussed with the physician. No more information is available at this moment.